Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (ess205) inserted (lot no. 12274346) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity. Concurrent conditions: gynecological -none. The only concomitant product mentioned was aspirine 500 mg (acetylsalicylic acid) from 2006 to(B)(6) 2023. In 2005, the patient had essure (ess205) inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), pain in extremity ("pain in legs and feet") and fatigue ("fatigue"). The patient was treated with surgery (essure removal under fluoroscopic guidance). Essure (ess205) was removed on (B)(6) 2023. In (B)(6) 2023, all of the events had resolved. The reporter considered abdominal pain, back pain, fatigue and pain in extremity to be related to essure (ess205) administration. The reporter commented: after essure insertion, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.321 kg/sqm. Lot number: 12274346; manufacture date: 2005-01; expiration date: 2008-01. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-mar-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (ess205) inserted (lot no. 12274346) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was aspirine 500 mg (acetylsalicylic acid) from 2006 to (B)(6) 2023. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2023. On unknown date she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), pain in extremity ("pain in legs and feet") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). In (B)(6) 2023, all of the events had resolved. The reporter considered abdominal pain, back pain, fatigue and pain in extremity to be related to essure (ess205) administration. The reporter commented: after essure insertion, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. Lot number: 12274346 manufacture date: 2005-01 expiration date: 2008-01. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material was removed") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2005, the patient had essure (ess205) inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: after essure insertion, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain (" abdominal pain") in an adult female patient who had essure (ess205) inserted (lot no. 12274346) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was aspirine 500 mg (acetylsalicylic acid) from (B)(6)2006 to (B)(6) 2023. In (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), pain in extremity ("pain in legs and feet") and fatigue ("fatigue"). Essure (ess205) was removed on (B)(6) 2023. The patient was treated with surgery (essure removal). In (B)(6) 2023, all of the events had resolved. The reporter considered abdominal pain, back pain, fatigue and pain in extremity to be related to essure (ess205) administration. The reporter commented: after essure insertion, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: event medical device removal is replaced with abdominal pain, new events back pain, pain in les/ feet & fatigue were added. Event outcome updated to recovered resolved. Essure removal date updated. Lot number added. Concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material was removed") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2005, the patient had essure (ess205) inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required) by surgery (essure removal). The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: after essure insertion, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.